Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for a leak was confirmed in the lab. The results of a sample evaluation revealed that the tip protector was separated from the spike. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information; therefore, the cause is undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) reported that a tip protector separated from the spike after the set was changed. This separation was found with leakage when the patient went back home. There was no patient injury or medical intervention. No further information is available at this time.